Event description:
It was reported that the patient was planned for a da vinci-assisted splenectomy, however, the procedure was converted to open. The surgeon reported that after reviewing the organ intraoperatively, it was not considered to be a suitable case for robotic surgery. The open procedure was completed; however, the patient expired on post-operative day five. The surgeon reported that no intra-operative complications occurred during the da vinci-assisted procedure and there were no post-operative complications related to the da vinci products used. The surgeon reported that the patient¿s official cause of death was documented as haemophagocytic lymphohistiocytosis (hlh) and autoimmune haemolytic anaemia (aiha). Additional co-morbidities include immunosuppressed with recurrent sepsis since (B)(6) 2023, thrombocytopenia, and a rapidly enlarging spleen.

Manufacturer narrative:
A review of the system logs found that no errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 30 degree endoscope plus, vessel sealer extend, permanent cautery hook, two large clip appliers, tip-up fenestrated grasper, maryland bipolar forceps, fenestrated bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformance's were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had haemophagocytic lymphohistiocytosis and several other high risk pre-existing conditions. A robotic splenectomy had been planned but was converted to an open procedure as it was not considered a suitable robotic procedure. There is no allegation of any injuries or issues related to any intuitive surgical products or instruments. The patient reportedly died 5 days later. There is no evidence to suggest any intuitive surgical products or instruments contributed to this event.